Event description:
Parents claim monitor did not alarm when mother awoke and found her child not breathing. Ems was called and attempted resuscitation without success. Cause of death was said to be sids.

Manufacturer narrative:
This monitor was named in a pt lawsuit that cas learned of in 2006. The actual monitor never returned to cas.